Event description:
Inbound. Patient legacy pump alarming no disposable clamp tubing. Backup pump will not prime with same cassette, no alarm message, only repeatedly beeps. No lot number/ expiration date available for cassette. Troubleshooting attempted with initial pump, unsuccessful. Pumps couriered to (B)(6) address, as precaution. Husband able to mix new cassette within 1 hour of patient off patient denies symptoms, alarm resolved with new cassette, education provided regarding removing air bubbles from line, return process reviewed. No other needs. No further details provided.